Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Product image review: submitted image appears to display implant broken into multiple pieces.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion on c4-5 due to cervical disc protrusion. Intra-op, during insertion of the implant in the patient's body when surgeon was taping the implant with mallet, the implant broke. The implant was explanted on the procedure date itself. No fragments of the implant are remained in the patient's body. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual microscopic from the microscopic examination of the fracture face, it appears that the fracture was the result of an impact overload. Compression led to a bending moment and failure. If information is provided in the future, a supplemental report will be issued.